Event description:
Patient reported a suspected rupture of the right device, pain, swelling of the breast and joint pain. Device remains implanted.

Manufacturer narrative:
Clarifications to date of birth: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarifications to date of birth: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a suspected rupture of the right device, pain, swelling of the breast and joint pain. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and black particles material on the shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Patient reported a suspected rupture of the right device, pain, swelling of the breast and joint pain. Device has been explanted.

Event description:
Patient reported a suspected rupture of the right device, pain, swelling of the breast and joint pain. Device has been explanted.